Event description:
It was reported, that the device was not performing the daily 3am self test. The device was not turning on with dc source and not charging the installed battery. There was no report of patient involvement with incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on dc power. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.